Manufacturer narrative:
Patient information has been requested; however, the customer has indicated that the information cannot be provided. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The pushwire and pipeline flex were returned for evaluation without the microcatheter. As received, the pipeline flex was not attached to the pushwire. The distal hypotube appeared to be stretched. The pushwire appeared to be bent. One end and the middle section of the pipeline flex were not opened due to damaged braid. The other end of the pipeline flex was found opened with damaged braid. Based on evaluation of the returned devices, the report of pipeline flex failure to open was confirmed. It is possible that the tortuous anatomy and the damage to the pushwire and braid may have contributed to the reported issue subsequently causing the pipeline flex not to open. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note: per pipeline flex instructions for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. (B)(4).

Event description:
Medtronic (covidien) received information that a pipeline flex coiled back on itself. The pipeline flex reportedly inverted on itself and was not quite hubbed enough. The physician felt it would be easier to attempt a different device. Another device was implanted without issue. There was no report of patient injury as a result of this event.